Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier did not function properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reported issue happened when the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to clip opening after the closure of the clip. The customer used a backup instrument. There was no injury/harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.30mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis